Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Option elite filter was being retrieved. Doctor was able to snare the option filter, but the top part fractured off leaving the filter behind. Patient is 75 and the filter was not removed. Update: the initial venogram showed that a tine had come off of the hook end of the filter. Dr. Stanley was able to snare the end and tried to capture the filter but was unable to. The filter was then left in place and the procedure was ended. As far as the length, we did bring in a small number of shorter models to trial at first. The radiologists decided to only bring the longer length in because of its unique application.